Manufacturer narrative:
A system service check of the stellant injector verified the injector was operating within medrad specifications. Additional applications training was performed on (B)(4), 2010.

Event description:
The site reported the following: a pt with an admitting diagnosis of parasthesia in all extremities was scheduled for a six month f/u CT scan of the head. During the CT scan, the technologist noted that no contrast was visualized on the images. Approx 80 mls of contrast had extravasated. Post-procedure, the pt was sent to the emergency room where she was diagnosed with compartmental syndrome requiring surgical repair. According to risk management at the site, the pt was seen by her physician on (B)(6), 2010 and is reportedly recovering and should continue to improve.